Manufacturer narrative:
Customer indicated that qc was acceptable prior to the event. When the physician questioned the result, the lab ran qc and level iii was out unacceptably. The lab then recalibrated glucose and qc was acceptable prior to rerun of the original sample. A field service engineer (fse) was dispatched: the fse cleaned glucose cup and magnetic stir bar. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false glucose result generated by the unicel dxc 800 pro synchron clinical systems for one sample. The initial result of 454 mg/dl triggered the critical rerun and repeated result was lower at 244 mg/dl. The result was questioned and the sample was re-tested within 2 hours and recovered as 457 mg/dl. Patient was also redrawn and glucose result of 452 mg/dl was obtained. Glucose result was amended to 454 mg/dl. Unknown if patient treatment was affected, but physician questioned the result.